Manufacturer narrative:
The manufacturer did receive the device on (B)(4) 2014 and the investigation is ongoing. X-rays or other source documents were not provided for review. The device history records were reviewed and found to be conforming. As soon as additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It is reported that a (B)(6) years old pt with a periprosthetic fracture was treated on unk date with a ncb pp proximal femur plate on the right side. It is also reported that the plate was revised on (B)(6) 2014, due to breakage of the plate.